Manufacturer narrative:
User error was involved since site was not following the guidelines per labeling. Labeling instructs: each area should be treated with one pass only with tight, interlocking, but not overlapping pulses. Site was performing 3 passes over the tattoo instead of one interlocking pass with no overlap. Patient also continued to expose the treatment area to the sun although it is labeled to avoid sun exposure following treatments. With multiple user errors involved, there is no indication of a device malfunction. This is a reportable adverse event due to the permanent injury.

Event description:
It was reported that patient experienced scarring on the right leg following a tattoo removal treatment using picosure. This was the patient's third treatment with 3 passes performed each treatment.